Event description:
Patient had no complaints pre-dialysis, blood pressure 240/p, temperature 97.6 pulse 96. One hour 15 minutes into dialysis patient complained of "hard chills" and not felling well. Blood pressure 190/p, temperature 98.9. Dialysis was terminated because temperature increased to 99.4 within 5 minutes. Blood cultures were drown, patient was given tylenol 650 mg and gancomycu t gm IV maximum, temperature was 101.8 1 hour after event and 99.4 1 hour 45 minutes later. Patient was sent home, blood pressure 200/p weight 520 kg.